Manufacturer narrative:
Analysis of the returned device identified: underweight, opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening, crease fold, wear abrasion and stress marks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior due to a surgical impact opening.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and rupture. The device has been explanted.